Manufacturer narrative:
On 04/25/2016: additional information: the western blot testing was performed on the remainder of the patient sample. The e2 antigen band intensity was ++ (positive). Less intense bands were also present for e1 antigen and e1/e2 dimer antigen. Based on the architecture of the advia centaur xp rubella g assay, heterophilic antibodies and non-specific antibodies would not cause a false positive result. So it is not surprising that the heterophilic blocking tube (hbt) and non-specific antibody blocking tube (nabt) did not change the results. For a false positive result to occur, something in the sample would have to bind the solid phase (the particles or protein attached to the particles) and also bind the acridinium ester labeled rubella antigen. The patient sample is most likely false negative with the alternate method 1 assay because the assay uses a recombinant antigen instead of viral antigen. This would not pick up the anti-e2 antigen antibodies which for this sample had the strongest western blot response. The patient sample tested positive with the advia centaur xp and the immulite rubella g assays. The western blot showed a positive e2 antigen band intensity. The cause for the discordant rubella g results is possibly due to the difference in architecture of the rubella g assays between siemens and the alternate methods. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant rubella g results is unknown. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation. The instrument is performing within specification.

Event description:
False positive advia centaur xp rubella g (rub g) results were obtained for samples from the same patient. The patient sample was tested in another laboratory on two alternate methods and the results were negative. The patient was known to be rub g positive in 2012. The patient had a follow up at another laboratory. The laboratory performed hbt (heterophillic blocking tube} and nabt (non-specific antibody blocking tube). The results were positive. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant rubella g result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00015 on february 2, 2016. On 3/11/2016: additional information: siemens healthcare diagnostics received one patient sample for testing in-house. The patient sample was tested on the advia centaur xp with reagent lots 186 and 188. The sample was also tested on the immulite 2000 platform. The neat results were positive on the advia centaur xp and the immulite 2000. The sample was tested with hbt (heterophilic blocking tube) on the advia centaur xp platform. The results were positive. (B)(6). Based on the above results, it appears to be a sample specific issue. Western blot testing will be performed on the remainder of the patient sample. Siemens healthcare diagnostics is investigating.